Manufacturer narrative:
Medwatch report number: mw5094108. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the upper corner of the bag. There was no patient involvement. No additional information is available.